Event description:
A custom PICC line was placed for therapeutic purpose in 2005. Upon infusion, a pin hole was noticed at the insertion site (distal to the suture wing). The PICC was replaced in about a week later.